Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the cardiac resynchronization therapy defibrillator (crt-d) and while attempting to connect the left ventricular (lv) lead, the setscrew of the device could not be engaged to connect the lead. A second wrench was attempted, however, the setscrew would not engage. The device was replaced and the lead was connected with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.